Event description:
It was reported that the ilet bionic pancreas issued repeated restart alarms that recurred approximately every 15 minutes, and later displayed alert 38 indicating consecutive stalled motor; the user performed a full supply change, after which the alarm did not recur and the device functioned normally. Symptoms included elevated blood glucose readings of 283 mg/dl without associated clinical symptoms. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included user-guided troubleshooting and education with verification of alert status and a supply change involving cartridge, contact, and adapter components. Investigation of this case revealed that the alarm condition resolved after the supply change, indicating no persistent device malfunction at the time of follow-up. It was concluded that the event was attributable to a transient motor stall alert that resolved with supply replacement, with no patient harm reported.